Event description:
Caller reported an error with their continuous glucose monitor (cgm), specifically citing cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller by providing instructions for resetting the pump, and after the reset, the cgm error did not reappear. The caller successfully began their sensor session.